Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (charging faults) has been confirmed. Upon investigation the monitor could not power up due to a functional issue. The cause for the failure was isolated to a defective u6 component. The root cause for the defective u6 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.